Event description:
It was reported that during an angioplasty / stenting treatment procedure involving the subclavian vein, balloon rupture and removal difficulties were encountered. The customer stated that, "pta was performed for the 99% of palmaz (7x40mm) isr and calcified lesion in subclavian vein. 7f sheath (medikit 15cm) was inserted from brachial. The 35gw (swan excel/fellow) and the 5f straight diagnosis catheter attempted to be crossed the lesion. But the gw was unable to cross the lesion, and it was changed to another gw (treasure 0.018/getz) and crossed the lesion. The sasuga (4x20mm) was unable to cross the lesion, it was changed to torun's (asahi intec) and crossed the lesion. Following the lesion crossing, the lesion was dilated with sasuga (4x20mm) twice at 12atms and 20atms. Changing the gw to 35 fellow and changed the balloon to synergy (12x20mm). The synergy was inflated like a dog bone shape at 8atms. Changing the synergy to ultra thin diamond (10x40mm). But the balloon was ruptured just before 10atms. During the bc withdrawal, the balloon was caught to the stenosed lesion but it was withdrawn by strong force. The physician noticed that the 2/3 of the balloon was missing. The missing part of the balloon might be left in the patient. There was no embolization in subclavian vein distal by angiography. The piece of the balloon was unable to find in the vessel by angiography, ivus and ultrasound equipment. The physician surmised that the piece was left in the distally of the lesion. The wall stent (rp10x20mm) was deployed from distal to proximal of the lesion to steady the piece to the vessel wall. The procedure was closed. The piece of the balloon was found in the bifurcation of the intermediate lobe and the lower lobe of the pulmonary artery trunk by CT. The patient was observed at the hospital for follow-up." It was further reported by the customer that the physician had difficulty inflating the balloon, but was able to inflate the balloon on the first attempt. A single inflation to 6-8 atms was performed. "In the follow-up procedure, the retained balloon fragment was missing from the pulmonary artery. The physician guessed that the segment has been left around the lesion." The patient did not have any symptoms caused by the retained balloon segment. "At the present stage, the patient was observed in the hospital. No additional procedures are planned." The pt's status during follow up observation at the hospital was "stable." Her current status is also reported as "stable. She has no problem."